Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose around 300 mg/dl and rising after a recent meal, suspected a kinked teflon infusion set, and replaced supplies during a support call; glucose subsequently trended down. Customer care provided support that included phone-based troubleshooting and follow up. Investigation of this case revealed that the exact cause of hyperglycemia was unclear, with user-reported suspicion of infusion set occlusion or kinking and improvement after set replacement. Symptoms included fatigue and thirst. Outcomes included no hospitalization, no emergency treatment, and resolution trend after set change. It was concluded that a device-related malfunction was not confirmed and that the event was consistent with hyperglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.